Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - this lead showed increased lead impedances in bipolar and a subclavian crush was suspected. An x-ray was performed and the physician decided to replace this lead. It was capped and replaced with a new lead. No adverse patient side effects were reported. Should additional information become available, this event will be updated.